Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller ((B)(6)) was returned for evaluation. The ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller exhibited a controller fault alarm during bench testing, which indicated an issue with the internal battery. Internal inspection revealed that the internal battery was swollen. After the internal battery was replaced, the controller performed as intended. This is an additional observation not related to the reported event. Of note, log files revealed that the controller was in use for more than two (2) years. The most likely root cause of the controller fault alarm event observed during testing can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Information received from the site indicated that the patient expired due to neurological dysfunction; however, circumstances surrounding the death were unclear. Log file analysis revealed that the controller was not in use on the reported event date. Review of the data file revealed that the last data point during which the driveline was connected was logged on (B)(6) 2021 at 05:14:54. Analysis of the event file revealed that the controller was powered down on (B)(6) 2021 at 05:27:45. No alarms or other anomalies were recording leading up to the controller powering down. Based on the available information, another controller was likely in use during the reported event; however, additional log files were not available for analysis. As a result, the reported controller no power event could not be confirmed. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. A possible root cause of the reported controller no power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to the neurological dysfunction event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 d9: yes, return date: 17-aug-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701, c19 h6: FDA conclusion code(s): d02, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction to controller's serial number from (B)(6). Additional products: d1: heartware ventricular assist system ¿ controller 2.0 serial #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2019 / serial #: (B)(4), UDI #: (B)(4) . Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-jun-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient expired due to a neurological dysfunction. Circumstances surrounding the death were unclear and the controller may have been off. It was noted that patient's anticoagulation therapy was controlled at the time of the event.